Event description:
Event description this boxed ICD unit was returned to guidant from a sales rep with no allegations. An event was created because the device failed a test in final pack, and was sent to the reliability assurance lab for further testing.